Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device could charge but the screen remained blank and they could not update it. Therefore, the stapler was unable to fire. The physician was unable to press the green button and squeeze the handle. There was no patient involvement.